Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. There was no impact to the customer's blood glucose level, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. Troubleshooting with tandem technical support was performed. The customer was advised to not refill or reuse cartridges.